Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a couple different pump errors. The customer's blood glucose level was unknown at time of incident. Customer states did not happen during rewind, load reservoir or fill tubing process. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan since error table indicated pump should be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Formatted history file confirmed software error detected alarm. Problem isolated to electronic assembly.